Event description:
A citadel plus side rail malfunction was detected by an arjo representative during a visit at the customer facility. The side rail was partially detached from the side rail mechanism (screws holding the side rail were ripped off). There was no indication that any patient was involved when the issue occurred. No injury was claimed.

Manufacturer narrative:
A citadel plus side rail malfunction was detected by an arjo representative during a visit at the customer facility. The side rail was partially detached from the side rail mechanism (screws holding the side rail were ripped off). There was no indication that any patient was involved when the issue occurred. No injury was claimed. The arjo representative arrived to the customer facility on the customer's request because the customer claimed that the side rail did not lock in an up (locked) position. The bed¿s evaluation revealed that the side rail panel was partially detached from the side rail mechanism. The technician observed that the width extension sections which allow to extended the width of the bed were not used (the bed overall width is 40,6 in / 103 cm) although the mattress placed on the bed (arjo maxxair ets serial number: (B)(4) was set on width 48 in / 121,9 cm). When extension frames were not used, the mattress could push on the side rail, resulting in their damage and subsequent detachment. The instruction for use for citadel plus bed frame (831.374-en) instructs user to: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the above, it has been determined that the side rail was damaged by the pressure forces caused by too wide mattress inserted in the bed frame (whose width has not been extended to fit the width of the mattress). Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. There was no allegation that any patient was involved when the malfunction occurred. This complaint is deemed reportable due to an allegation of safety side detachment.